Event description:
As reported, the patient underwent a laparoscopic ventral hernia repair procedure with the implant of ventralight st mesh w/ echo ps 2 on (B)(6) 2025. It was reported that the patient has had abdominal pain since the procedure and now has "foul-smelling urine." Contact reports the pain "shoots up the side of her abdomen while eating food." The patient recently had a fall and has issue with walking from another chronic condition. Reportedly, the surgeon told the patient that she had a lot of scar tissue in the area of where the mesh was implanted which had to be removed prior to implant. Patient had a follow up with her surgeon on (B)(6) 2025. As reported the patient "does not want to accuse anything until her follow with the surgeon that did the mesh repair." (Note, the results of the follow-up appointment have not been reported to bd).

Manufacturer narrative:
As reported, the patient experienced abdominal pain post implant of a ventralight st mesh w/ echo ps 2. Based on the information obtained to date, no conclusions can be made as to the degree to which the implant may have caused or contributed to the reported patient postoperative condition. Pain is a known inherent risk of surgery, and the instructions-for-use supplied with the device, lists pain as a possible complication. A review of the manufacturing records finds the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of 190 units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.